Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that could not replicate the reported event, and the system was functioning as intended. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the system was having issues communicating with the navigation system. This issue was noted outside of a procedure, and there was no patient involvement.